Manufacturer narrative:
The gi bleeding referenced in this section was reported under MFR. Medwatch report # 2916596-2016-02242. (B)(4). Approximate age of device ¿ 1 year and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that since a prior gastrointestinal bleed in 2016, the patient¿s lactate dehydrogenase (ldh) levels were elevated in the 600 u/l-1100 u/l range, and that a lvad power reading elevation was observed. It was reported that the ramp echocardiogram was positive, and that a CT scan was negative for device thrombus; however, the ldh continued to rise to 2200 u/l. The patient was placed on angiomax for treatment; however, gastrointestinal bleeding occurred. The patient¿s inr was 3.8, and it was also reported that the patient had been hypertensive. The patient¿s pump was exchanged on (B)(6) 2017, due to suspected pump thrombus.

Manufacturer narrative:
No device-related issues were identified through the evaluation of the returned pump and a correlation between the device and the report of suspected pump thrombosis, hemolysis and gastrointestinal bleeding could not be conclusively determined. The pump was returned with the driveline severed approximately 1 inch from the pump housing and an additional 15 inch section was returned. The inflow conduit and outflow graft were not returned. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The cause of the reported ldh and pump power increases could not be determined. Thrombus, hemolysis and bleeding are listed in the instructions for use as a potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.